Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted confirming the clinical observation. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that the bending resulted from mechanical forces applied during the surgery. Further inspection showed the ligature marks approximately 15.5 cm distal to the is-1 connector pin. In the region of the suture sleeve a squeezed lead body and deformations of the outer conductor coil were observed. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. Cuts in the insulation were found in this area. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This system was explanted due to infection. Upon removal, physician noted that the lead was kinked at the distal portion, just before the tip. During device follow up, all functions and measurements of the lead were found to be satisfactory, and the performance of the lead did not appear to be impacted. The system has not been replaced at this time. Should additional information become available, this file will be updated.